Manufacturer narrative:
The retained samples of the same lot have been inspected visually and tested electrically, thermally and mechanically. All samples were found to perform within limits. No faults could be detected. No conclusion can be drawn so far. We will continue to ask for further information and will relay such information and any conclusion in a follow-up report.

Event description:
On april 2nd, we have been informed about an injury of a patient. A non-monitoring dispersive electrode (model rs61b) and an electrosurgical generator (no model has been revealed) were used. The description of the complaint as reported by the customer to megadyne is "superficial burn on the right thigh. The burn was noticed when the sticky pad was removed after the procedure. The size of the burn was 3-4 cm at the edge of the sticky pad. The procedure started with a tubal ligation and then went to a leep. The physician treated the burn with silvadene and then put a dressing on top." No information of the date, name and location of the hospital, of the degree of the burn, how the skin was prepared, the orientation of the electrode, the generator model, the power setting used could be obtained so far despite of repeated requests.